Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced necrosis. The pocked was washed and sutured. The right atrial (ra) and right ventricular (rv) leads were capped and replaced on the contralateral side. No further patient complications have been reported as a result of this event.